Event description:
Report received of a tubing separation. It was reported that a pt was receiving a home infusion of an unspecified chemotherapy drug. At an unspecified time during the infusion, reportedly the tubing set began to leak and "came apart" in the area where the tubing connects to the filter. The chemo came in contact with the pt's clothing. It was reported that the pt taped the tubing set and filter back together to continue the infusion. There was no reported pt harm or adverse pt effect. Although requested, no add'l info was provided.